Event description:
Paramedics were called to a pt experiencing seizures. Upon their arrival, the pt was diagnosed as pulseless, apneic and in a pea rhythm at a rate of 40. The paramedics used the device to administer external pacing. Pulseless electrical capture was achieved. The device allegedly stopped pacing intermittently and displayed a pacing leads off alarm. The device operator indicated that chest compressions were being performed throughout the reported event. The pt was not resuscitated. The hosp risk management indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.